Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: surgeon comments were that he feels it must have been something to do with patient anatomy as all normal steps were followed, the device seemed to work normally but they were unable to remove with anvil in correct position. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a reversal of hartmann¿s procedure, the device introduced per normally, trans-anally. The anvil and the hand piece connected. The device used per IFU. During open activation the normal 'crunch' was heard and felt. The device was attempted to be removed with the left/right small movements and slow withdraw. They were unable to remove it after several attempts. The surgeon then reversed the direction of the anvil and dialed it back out. They managed to detach and reopen the bowel more proximally. They finished the procedure by converting to ileostomy. There was a delay of fifteen minutes. The donut of the tissue was inspected on the anvil and the distal end, and was complete and intact. The device seemed to work normally but they were unable to remove with the anvil in correct position.